Manufacturer narrative:
Event updated with additional information. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 01:13 pm CT. The report number is being corrected from: 2183959-2018-61769 to: 2183959-2018-61089.

Event description:
It was reported the patient experienced urethral perforation during an original artificial urinary sphincter (aus) surgery. During the procedure, the 3.5 cm cuff and pump were removed after placement, but the pressure regulating balloon (prb) was left implanted. The implanted prb contained 23 millimeters of saline. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the aus device did not cause or contribute to the urethral perforation. The perforation was initially discovered during cystoscopy, after the initial implantation of the aus. The surgeon noticed that there was a perforation on the back wall of the urethra during dissection. At this point, the surgeon decided to remove the cuff and pump. The prb was not explanted. The patient was reported to be doing well after the procedure. The surgeon planned on re-implanting the patient after 3-4 months.

Event description:
It was reported the patient experienced urethral perforation during an original artificial urinary sphincter (aus) surgery. During the procedure, the 3.5 cm cuff and pump were removed after placement, but the pressure regulating balloon (prb) was left implanted. The implanted prb contained 23 millimeters of saline. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.